Manufacturer narrative:
Additional information: b5- "lens was exchanged on (B)(6) 2020 with a longer length lens and the problem was resolved, " h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Is product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -03.50 diopter, in the patients left eye (os), on (B)(6) 2019. The patient experienced a refractive surprise and the lens remains implanted. The surgeon plans to explant and exchange the lens.